Event description:
It was reported that the infusion pump was involved in an overdelivery. The device was being used to administer a d10 solution to a neonate with low blood glucose levels. It was reported that the pump was programmed to administer at 10 m/hr, however after approx 6 hrs the 250 ml solution container was empty. The pt's blood glucose levels were elevated over 300. The infusion pump was removed from the pt. A different solution was then started at a lower infusion rate using another pump. The type of solution was not reported. The pt reportedly returned to pre-incident status however was transferred to a different med ctr due to fluctuating blood sugar levels, beyond what was attributed to the incident.